Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that a new box of 0.5 ml bd ultra-fine¿ insulin syringe 31g x 6mm were found wet prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned three 1/2cc, 6mm syringes. Customer states that the syringes are wet. All returned syringes were tested and a small clear droplet of material came out of the cannula when fully depressing the plunger rod of one sample. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. A review of the device history record was completed for batch# 7128964. There were no notifications noted that pertained to the complaint. Investigation conclusion: based on the samples received the investigation concluded that bd was able to duplicate or confirm the customer¿s indicated failure. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Root cause description: possible root causes for excess silicone include: the first is that some associates do not degas the silicone after refilling the tanks. Second, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.